Event description:
It was reported that the pt's scs system malfunctioned causing extreme pain during a fluoroscopic myelogram. The scan started in the lumbar spine and progressed up to the thoracic spine. At the point it reached the chest area the pt experienced an intense increase in stimulation from the chest to the feet. The pt turned the stimulator off and the issue was resolved. The pt turned the scs system back on and to date has not had any repeat event.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.